Manufacturer narrative:
H.6 investigation summary: photos and five unused samples from protector lot 1903161 were returned to our quality team for investigation. Through visual inspection of the photos, a droplet was observed through the phaseal membrane. A device history review was performed for lot 1903161, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed, penetrating the injector and mating components ten times to verify if any leaks occur. Testing was reviewed for protector lot 1903161 along with the injector it was mated to, all results were found to be within specification. Functional testing was performed on all samples received, penetrating the protector along with sample injectors from lot 1808101 ten times, all results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that 2 bd phaseal optima protector (p20-o) experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: material no: 515064, batch no: 1903161. Event description: rx tech was preparing 2 vials. After rx tech withdrew the drug out of the vial and disconnected the syringe/n35-o from the vial, rx tech noticed a small drop of drug on top of the p20-o protector membranes on both vials. Rx tech then pushed drug through the c100-o infusion adaptor, and disconnected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd phaseal optima protector (p20-o) experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: material no: 515064 batch no: 1903161. Event description: rx tech was preparing 2 vials. After rx tech withdrew the drug out of the vial and disconnected the syringe/n35-o from the vial, rx tech noticed a small drop of drug on top of the p20-o protector membranes on both vials. Rx tech then pushed drug through the c100-o infusion adaptor, and disconnected.